Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the 511sd trocar safety shield did not retract. Another instrument was used to complete the case. There was no consequence to the pt.